Manufacturer narrative:
The lead was returned severed 163 millimeters from the terminal pin, only the proximal section was returned to boston scientific. Laboratory analysis confirmed the clinical observations. Visual inspection of the lead revealed that the terminal end insulation separated from the anode ring, a 4mm separation was noted. Insulation with medical adhesive was noted down the terminal pin end located under the anode ring. This indicates the bond most likely failed between the insulation/medical adhesive and the inside diameter of the anode ring. Set screw marks noted on the is-1 terminal pin and ring (3 on each), and the distal and proximal hv terminal pins (2 on each). A cut and puncture hole as noted in the terminal molding. There was dried blood/body fluid noted in the lumen.

Event description:
Boston scientific received information that during normal device change out procedure when attempting to remove this right ventricular (rv) lead from the header the pace/sense pin became separated from ring causing causing it to slide back and forth. The rate/sense portion of the lead was removed. The remaining portion of the lead was surgically abandoned. There was no adverse patient effects reported.